Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. High blood glucose level of 30.4 mmol/l. Customer had current blood glucose level of 29.5 mmol/l. Other blood glucose level was 28.1 mmol/l and 25.7 mmol/l. Customer was using insulin pump within 48 hours of reported high blood glucose event. Self test was performed and it was passed. Customer was assisted with troubleshooting. Insulin pump will not be returned for analysis.